Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿unable to retrieve, embedment, caval thrombosis, pain, sob, anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain, shortness of breath are directly related to the filter. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
William cook europe initially reported event under manufacturer report 3002808486-2016-01059. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant, gunther tulip filter on (B)(6) 2013 via the right common femoral vein due to multiple trauma and current deep vein thrombosis. Pt alleges device unable to be retrieved, embedment, caval thrombosis,chest pains, pain, shortness of breath. Pt further alleges anxiety. Attempted retrievals were performed on (B)(6) 2013 and (B)(6) 2013.